Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: evaluation revealed that the keypad cover is peeling off the base. All keypad buttons respond normally, keypad cover removed and no contamination was found under contacts. The display is dim/fading/reddish. The battery compartment is cracked below pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, fading, reddish display and cracked battery compartment. This report is made based on results of investigation completed on 08/19/2015.